Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided incorrect longevity estimate. The device was MRI conditional and the patient had an MRI. Longevity estimation error was attributed to high current drain caused by frequent interrogations. The estimate normalized after the device was left for some time. Patient was stable.